Manufacturer narrative:
Intuitive surgical inc. (Isi) received the hrsv monitor for failure analysis investigation, however, the investigation is still in progress. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted to the FDA once the failure analysis investigation has been completed and/or if additional information is received. The complaint is being reported due to a da vinci system malfunction rending the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunctioned were to recur it could cause or it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while applying energy, the surgeon noted a flickering image and then lost of vision in the left eye. The scope was switched out but then the issue occurred in the right eye. The customer attempted to reboot the system but the issue persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer perform an emergency power off (epo) of the vision tower and try another scope but once again the issue persisted. At that time, the surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. Isi followed up with initial reporter and obtained the following additional information: it was stated that the issue first started as static and the screen flickered when monopolar energy was used. The surgeon resolved the issue before the nurse could identify the message that appeared on the screen. The left eye of the surgeon side console proceeded to go out later in the procedure. When the scope was switched out, the issue then occurred in the right eye. An isi field service engineer (fse) was dispatched to the customer site and was able to confirm the reported failure. To resolve the issue, the fse replaced the high resolution stereo viewer (hrsv). The hrsv is located on the surgeon side console and provides the 3d image captured from the endoscope inserted in the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the hrsv involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed that there was a main board defect. During testing, there would be no image coming from the hrsv monitor.